Manufacturer narrative:
(B)(4). Batch #: unknown. (B)(4). Additional information was received: the jaws could not be opened, so the device was removed forcibly. 3 staples of sureform has been stapled on, so it is not sure that the staple was the one from the gst or the sureform. The staple has been stapled many times, so the form of the staple is unknown. Additional suture was performed for 1 stitch due to the issue. Additional information was requested and the following was received: could you please clarify what is meant by ¿dst¿? Double stapling technique anastomosis. Could you please clarify the procedure? The rectectomy for the cancer. Could you please clarify at which part of the procedure and in which sequence was each stapling device used? This device was used to resect the rectum. What troubleshooting steps were attempted before removing the ethicon device? The reverse switch and manual override system were used, but the jaw was not open. Why could the ¿knife reverse switch and manual override could not be used¿? The reverse switch and manual override system were used, but the jaw was not open. How as the procedure completed? The stoma was done. What is the current patient status? No further information will be available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during a dst, the knife stopped on the way of 1st firing. Knife reverse switch and manual override could not be used, and the jaws did not open. The device removed with the trocar forcibly. Additional suture was performed, and sureform 45g was used for 3 to 4 firings to cut. The surgeon decided that it will be difficult to perform dst, so colostomy was performed. Another competitive device was used to complete the case. The procedure was done after the patient had received chemotherapy and the site of the cancer was very low, so the surgeons were planning the apr at first, but during the operation they thought they could leave the anus, so the operation changed to the dst. So, the rectum resection was first performed by sureform45g for 3 firings, but due to the chemotherapy, the rectum was so stiff, so the device was changed at 4th firing, and then the issue occurred. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/7/2023. D4: batch # u5ey3y. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil bent upwards, and with the jaws and trigger in the close position. Also, the knife was noted as partially advanced. One gst60t reload loaded in the device. The reload was received fully fired with some b-formed staples on the reload deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch/lot number u5ey3y, and no non-conformances were identified.